Event description:
Affiliate reported that child showed pressure control symptoms despite several adjustment attempts to program the valve to an optimal pressure between 60 and 120 mmhg. It was however noted that during the programming attempts, the device programmed correctly. As a result the device was explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.